Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with noise on the atrial lead. Noise was reproducible with pocket manipulation. The patient is doing well in will continue to be monitored normally.